Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4), lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was stress urinary incontinence and cystocele. The postoperative diagnosis was stress urinary incontinence, cystocele, and rectocele. The procedure performed was a bladder neck suspension with transobturator mesh and posterior colporrhaphy with enterocele repair using posterior mesh.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received complications post device implant include mesh extrusion, pain during sexual intercourse, urinary tract infections, chronic pain, yeast infections, emotional/psychological distress and continued incontinence. Revision surgery performed.